Event description:
It was reported that the patient originally came in on the date of report because they were having difficulty charging. It was noted that education was given to the patient regarding charging and different ideas they could try at home to make recharging easier. It was noted that the manufacturer representative and patient were able to achieve eight bars on the recharging screen easily in the office. The manufacturer representative inquired if there was anything else they could help with and the patient asked for better coverage in their right leg. The manufacturer representative attempted to reprogram without any success. At that time, the manufacturer representative ran an impedance check and discovered the high impedance readings on four out of eight electrodes on each lead. The manufacturer representative did not recall which electrodes. It was noted that impedance was >40,000. The manufacturer representative informed the doctor and the patient about the findings/told of the problems with the lead. The doctor gave the patient their options and the patient stated that they wanted nothing changed and to return the stings what to what they were when the patient walked in. It was noted that the patient wanted nothing changed. The event occurred during normal use. The product status of the leads was implanted and remains in service. Diagnostics or troubleshooting included impedance testing. It was noted that there were no symptoms or complications associated with this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 37746, serial# (B)(4), product type programmer, patient; product ID 37754, serial# (B)(4), product type recharger. (B)(4).

Event description:
It was later reported that the manufacturer's representative was seeing the patient to try to improve stimulation coverage. While the caller was tweaking the patient¿s stimulation with the clinician programmer, the patient would get jolting in her groin area, if the stimulation got up too high. There was a shocking or jolting sensation. The patient could feel this jolting when the stimulation was as low as 1-2v or 8-9v when the manufacturer's representative was doing programming with the patient. The patient noted she was jolted in the groin when the stimulation was up to high or if she moved around in a certain way. The patient had this jolting in the groin before but the manufacturer's representative was unsure when the issue started. There was also an impedance reading of >40,000 ohms. All pairs with #1 and #5 were >40,000 ohms. The rest of the pairs were 400-600 ohms. The patient had two 1x8 leads. The patient¿s target stimulation area was mid-thigh down on her left side. When the patient left she was getting good coverage with at least 50% pain relief. There was no other troubleshooting done besides impedance checks and no other troubleshooting was planned. The event cause was never determined. It was unclear why it happened or if it was device related. As far as the manufacturer's representative knew, the patient was doing okay with good coverage and pain control.